Manufacturer narrative:
The device was returned and according to the physical evaluation, all labels were still intact and no physical damaged was found. As a result of checking the log, it confirmed that there was a record of occurred no disposable alarm (nda) continuously after the pump operation started on (B)(6), 2022. A functional test and a latch part check were performed to duplicate/replicate the customer reported problems and it could not confirm it. Based on the evaluation of these issues, it is was determined that it could have been caused by a possible defective downstream sensor, upstream sensor, or a cassette product. It is unknown what exactly caused the problem; however, the downstream sensor and the upstream sensor were replaced and recalibrated preventively. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available. Lot # is unknown. No information has been provided to date.

Event description:
It was reported that during a pre-use check, the latch (a cassette lock) was felt a little too loose. Additionally, a (no disposable, pump won't run) alarm went off. No patient injury was reported.